Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer informed that the device reported automatic inflation failure, and on-site inspection found that the luer connector was detached. After reprocessing the luer connector the device worked normally, and the device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cs300 intra-aortic balloon pump (iabp) automatic inflation failure. No casualties reported.